Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation along with two (2) glidescope spectrum single-use blades. A verathon technical service representative evaluated the returned devices and was able to confirm the reported failure. When connected to verathon's test equipment, the monitor produced an intermittent display and flickering image. Visual inspection of the monitor's connector showed signs of physical damage to one of the hdmi pins, resulting in inconsistent signal transmission. The glidescope go monitor failed verathon's device functionality testing and was determined to be caused by the malfunctioning hdmi connector. No issues were found from the single-use blades. Upon completion of verathon's device evaluation, the customer was notified with verathon's findings and offered to repair the faulty monitor. To date, no response has been received from the customer. The glidescope go monitor operations and maintenance manual notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. While the patient involved in this event ended up passing away, they were reported to be in a state of significant type ii respiratory failure and therefore needed to be intubated. The facility did not report that the patient death occurred during the intubation procedure itself. The facility did not report that the device malfunction caused or contributed to the respiratory failure nor to the patient's death. Verathon remains in contact with the customer. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope go monitor during an attempted rapid sequence induction, users experienced an intermittent and variable picture on the screen described as varying episodes of disconnection, black screen, and startup screen. Additional attempts using backup methods and equipment were required. The patient ultimately received front-of-neck access via scalpel-finger-bougie, however, they did not survive. Following the reported event, the customer confirmed visually and by manual pressure that there was a secure connection between the glidescope monitor and the laryngoscope. They also reported exchanging to a separate laryngoscope and continued to replicate the problem. Follow-up information received from the customer reported at the time the device was being used, the patient was sedated and paralysed in the context of significant type ii respiratory failure. The patient was identified as likely being difficult for intubation. Following the attempts to use the glidescope go monitor, the patient was successfully re-oxygenated above 95% where further intubation attempts were undertaken before the subsequent surgical airway. The elapsed time between the initial video laryngoscopy attempt, intermediate period of re-ventilation/oxygenation, and completion of the surgical airway was more than ten (10) minutes. The customer was unable to provide any further patient details including age, weight, and pre-existing condition. The facility did not report that the patient death occurred during the intubation procedure itself. The facility did not report that the device malfunction caused or contributed to the respiratory failure nor to the patient's death. The customer indicated they continue to review the event and will provide verathon further information once their review is complete.